Manufacturer narrative:
The customer reported that after replacing the batteries the analyzer was "very hot." The customer also stated that two of the batteries plastic coating had melted. There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that after replacing the batteries the analyzer was "very hot." The customer also stated that two of the batteries plastic coating had melted. There was no allegation of patient/user harm. There was no allegation of incorrect results.